Event description:
A discrepant result was obtained on the device when compared to a lab. The device results reported were 3.8 and >8.0 inr. The reported lab results were 2.8 and 4.0 inr. The device was replaced and requested to be returned for eval.